Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the per-q-cath PICC was confirmed, and the damage appeared to be use related. The PICC was received without the stylet. The t-lock extension set remained attached to the catheter. The 3fr tubing had been trimmed at the 29cm depth mark. The remainder of the catheter was not returned for investigation. A leak was identified in the 3fr tubing between the 4 and 5 cm depth marks. The leak site was microscopically examined and a small pinhole was found on the external surface of the tubing. The catheter was cut longitudinally to examine the leak site from within the catheter, which revealed a hole with impressions on the inner lumen wall adjacent to the hole. The impressions matched the coil pattern of the stylet. This type of damage can occur when the catheter is compressed against the stylet. The catheter may have been compressed against the stylet at any point during use. The product IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ since the catheter had been trimmed to length, and the stylet removed, the damage appeared to have occurred during use. A review of the DHR showed that the product was 100% leak tested and no problems were identified. A lot history review (lhr) of rexj0352 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that during flushing, after catheter stabilization and fixation, it was observed there was leaking at the proximal part of hub. No other information was provided. No harm to the patient was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexj0352 showed (B)(4) other similar product complaint(s) from this lot number.

Event description:
It was reported that during flushing, after catheter stabilization and fixation, it was observed there was leaking at the proximal part of hub. No other information was provided. No harm to the patient was reported.